Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During a paroxysmal supraventricular tachycardia procedure, a blood leak was noted from the hemostasis valve. During insertion of the sheath into the patient, a blood leak occurred from the hemostasis valve prior to septal puncture and catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.